Event description:
Attorney reported: in 2006, pt underwent hernia repair during which the hernia mesh was implanted. Shortly after the pt started to experience unusual problems and pains in an about the surgery site. On the following month, pt was readmitted to the hosp for ongoing problems arising out of the original date hernia surgery. On the following month, the hernia mesh was explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.